Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up. During the in clinic pulse generator check, it was noted that the atrial lead exhibited noise and loss of capture. The physician suspected there was a lead fracture. It was not known what caused the lead noise and possible lead fracture. On (B)(6) 2019, the lead was capped and replaced without complications. The patient did not experience any symptoms associated with the lead anomaly and was in normal condition throughout the event.